Event description:
Baxter service personnel reported an infusor with a broken stress-member flange. This condition was observed during evaluation. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Sample evaluation: baxter received one sample for evaluation. Visual inspection of the unit confirmed the reported condition of a broken stress-member flange. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon further review by baxter personnel, the root cause of the broken stressmember flange was determined to be damage during shipping/handling. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.